Event description:
Placed a per-q-cath PICC line in a pt in ER for cvp monitoring & pressure administration. After line was successfully placed, it was flushed with and attempted to remove the inner wire. While pulling the wire, it unraveled and was difficult to remove. Distal end of PICC was torn by wire during removal. Was able to remove wire and PICC, but both were damaged. Placed a second PICC line by exchange with no problem. No injury to pt. Event reappeared after reintroduction? No.